Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found as received, the distal portion of the lead was returned for analysis. Visual examination found an external insulation abrasion breaching the outer insulation and exposing the outer coil. The cause of the external insulation abrasion was consistent with friction to another device. All other damages were consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.